Manufacturer narrative:
The failed IV set has been sent to the contract supplier for evaluation on 05/31/2016. The manufacturer is still waiting for the results.

Event description:
The user reported a leaking issue of the IV set. The user stated that "leaking at filter connection-no visible crack. Initially at priming, did not leak, only after placed in the pump. Lost seal with pressure of pump forcing fluid through, perhaps." The patient involved was not harmed.

Manufacturer narrative:
The user reported complaint was confirmed. Zyno medical has received the investigation report from the contract supplier on 07/31/2017. The root cause was identified as the air-permeable membrane had a curling and cracking issue. Details of the testing result can be found in the attached report. (B)(4).

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00019).